Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/12/2017 with the following findings: a review of the pump black box data showed no evidence of short battery life. Further testing for a battery life issue was unable to be performed due to an unrelated unresponsive keypad. The keypad response issue is being reported under medwatch report number 2531779-2017-04735. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.